Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on available information, the reported positioning failure associated with unable to leaflet grasping due to the non coaptation gap. The reported difficult removal from anatomy appears to be related to procedural conditions (caught in chordae during advancing and positioning). The reported tissue injury is a cascading event of the positioning failure and difficult removal from anatomy. Tissue injury is a known possible complication associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+ on a patient with a non-coaptation gap, and medical history of fabry disease. A mitraclip xtw was inserted and was advanced under the valve. However, the clip became caught in chordae. Troubleshooting was performed, but the clip was unable to be removed from chordae. Grasping was performed, but difficulties grasping with enough leaflet occurred. It was noted that leaflet injury was observed. The clip was ultimately able to be removed from the patient, and the procedure was discontinued. The patient was then sent for mitral valve replacement surgery.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+ on a patient with a non-coaptation gap, and medical history of fabry disease. A mitraclip xtw was inserted and was advanced under the valve. However, the clip became caught in chordae. Troubleshooting was performed, but the clip was unable to be removed from chordae. Grasping was performed, but difficulties grasping with enough leaflet occurred. It was noted that leaflet injury was observed. The clip was ultimately able to be removed from the patient, and the procedure was discontinued. The patient was then sent for mitral valve replacement surgery.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.